Manufacturer narrative:
(B)(4). The patient is a user of the continuous glucose monitoring system which is being reported under MFR# 3004753838-2015-03632. The patient is also a user of the animas vibe system which is being reported under MFR# 3004753838-2015-03745.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The patient is a user of the continuous glucose monitoring system which is being reported under MFR# 3004753838-2015-03682. The patient is also a user of the animas vibe system which is being reported under MFR# 3004753838-2015-03745.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Additionally, the receiver ((B)(4) /lot number 5195961), being used with the complaint transmitter was returned for evaluation. The he device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected; however, a review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.